Event description:
The broncovideoscope was returned to the service center with a report of an error occurring during connection. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, image noise, no image and suction volume not meeting the standard value was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to shortcut of the charged coupled device cable, image noise occurs and endoscopic image is not be displayed. In addition, due to damage on the channel-tube, suction volume does not meet the standard value. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.